Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint(B)(4).

Manufacturer narrative:
Additional reporter information: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated gas loss and gas gain alarms approximately every 20 minutes. It was noted that the patient was very large and had a surgical wound limiting her positioning. The alarm was controlled by and has a surgical wound limiting her positioning. There was no patient harm or adverse event reported.